Event description:
It was reported that the customer received a message about insufficient insulin in the cartridge when attempting to administer a bolus to address an elevated bg. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg the customer administered a corrective injection using multiple daily injections. The customer successfully resumed insulin delivery after changing the cartridge and infusion set.